Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, h6. Upon further review, this report has been deemed to be a duplicate of information submitted under mrn 9617229-2025-00601.

Event description:
Upon further review, this report has been deemed to be a duplicate of information submitted under mrn 9617229-2025-00601.